Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery with aml, liner, and head in question. The surgery was completed successfully without any surgical delay. The revision surgery was done on (B)(6) 2022. The liner, locking ring, and head were replaced due to aging wear of the liner. The size of the locking ring and head was changed from 22mm-3 to 28mm+3 while the liner remained the same. Only the liner will be reported as polywear of the liner was the reason for the revision. There were no other allegations against the locking and head.